Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced mechanical issues related to a tube rupture with fluid loss, which required a surgical procedure. Therefore, the entire device was removed and replaced. There were no patient complications reported.